Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that insulin pump had cracked battery compartment and clip railings. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer was discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip rail and battery tube found on (B)(6) 2022. Unit passed the self test. Pump error 53 alarmed during displacement test, unable to perform the displacement test. Test p-cap locked into reservoir tube successfully. Pump error 53 occurred during testing on (B)(6) 2022 (listed as at (B)(6) 2022 at 20:16) due to a software error. The formatted history file confirmed pump error 53 alarm (line number 1976 file number 188). Problem isolated to the electronic assembly as per global logic analysis (B)(4). Pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, missing display window/cover, and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube was noted. However, customers alleged cosmetic damage located at the belt clip rail was not confirmed. Pump error 53 was confirmed through the pump history download due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.